Event description:
The account reported the right side rail would not latch. The stretcher was located in 2 west at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the cachet rivets that secure the end tube to the top of the side rail were missing from the right side rail, preventing the rail from latching. The most likely cause of the missing ratchet rivets is that the side rail was ran into an object such as a door jam or wall while transporting. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear the audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The ratchet rivets were replaced in the right side rail by the technician to resolve the issue. Based on this information, no further action is required.